Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted, being unable to use the accu-chek system. When the customer inserted a strip, the meter would not advance past code display; it appears that the power button was stuck. Stated he didn't take his medication like normal, that he woke up, was sick and had a sore throat and went to the hospital after eating breakfast. A request was made for the return of the product, replacement sent.